Event description:
The device was used during a percutaneous disectomy procedure. Reportedly, the instrument broke and disengaged in the pt's body. The surgeon performed a reoperation on december 10, 1998 to remove the component. The hosp has reported the pt's condition is satisfactory.